Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that after the mid left anterior descending (lad) was pre-dilated and a 3.5 x 12 mm rx vision stent delivery system (sds) was delivered and deployed. Intra-vascular ultrasound (ivus) was performed, but the stent was not visible. The physician thought that the visibility may have been affected by the severe calcification. Post dilatation was performed with another company's balloon catheter. After the procedure, the physician performed a CT scan and no stent was found inside the body. A 3.5 x 23 mm vision stent was deployed in the target lesion. The physician commented that the stent had not been on the balloon when he first delivered the sds into the pt anatomy. The stent might have dislodged during the removal of the protective sheath or during preparation for use. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). Causes for dislodgement may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent, or interaction with accessory devices. A sampling of units is destructively tested to verify stent dislodgement force. The IFU states: prior to using this device, carefully remove the system from the package and inspect for bends, kinks, and other damage. After removing the mandrel, remove the protective sheath carefully holding the distal end. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted.